Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges hernia recurrence, additional surgical intervention, abdominal pain, suffering for severe and permanent personal injuries; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. A DHR review and investigation will be performed for the provided lot number; should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 2016, the patient underwent surgery for repair of a left inguinal hernia. It is alleged that a bard/davol perfix plug was implanted to repair the hernia defect. It is also alleged by the patient's attorney that on or about (B)(6) 2018, the patient underwent an additional operation to remove the mesh and again repair the left inguinal hernia. As reported, the patient has experienced significant physical, psychological and emotional pain and suffering, undergone surgeries and hospitalizations, and has sustained permanent and debilitating injuries. It is also alleged that the patient has suffered and continues to suffer from chronic abdominal pain, as well as significant psychological stress and depression. It is alleged the patient experienced recurrence. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a known possible complication. Attorney also alleges that the device was defective.